Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was showing 90 pocket failures. Each pocket appears multiple times on the medication inventory on the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full legacy drawer 7 had duplicate cubie address. A field service engineer had cleaned the contacts on the drawer controller board, secured the connections, confirmed tests were good in hardware test application (hta), recovered all pockets, unloaded the medications, and confirmed that rx reloaded items to the pockets. The system functioned as intended after the field service engineer repaired the device.